Event description:
It was reported that the health care provider (hcp) heard the pump alarm twice while doing a pump refill. It was not known if the critical or non-critical alarm was heard. The manufacturing representative was going to be visiting the clinic to confirm. The pump logs showed a low and empty reservoir alarm at the same time from the day of the report. The patient had heard the alarm again on (B)(6) 2015. The pump was infusing morphine (compounded), and bupivacaine. Additional information received reported that the patient had no symptoms as a result of the event. The issue only happened that one time. Although the patient thought it had occurred again a few days later; upon inspection of the pump logs the alarm only sounded on (B)(6) 2015. They tried to investigate possible causes, but were unable to determine anything for sure. There was a suspected issue with the sequence of events at the refill, as the nurse that performed the refill was newer. The logs said 6ml remained and that is what the nurse pulled from the pump. The issue has not occurred again. The patient was doing well and receiving effective therapy. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, product type programmer, physician. (B)(4). This device is included in the medical device correction, "model 8870 software application card used in the 8840 n¿vision¿ clinician programmer for synchromed implantable infusion system therapy."